Event description:
Spontaneous. Cnss (B)(6) reported that on (B)(6) 2023, patient called this cnss directly to report that she has been unable to remove the invision cap from her central line since (B)(6) 2023 but did not reach out until today. This cnss verbally assisted patient with appropriate removal of invision cap. Unknown if patient missed a dose or experienced an adverse event as a result of defective product defective product lot number and expiration date are unknown. Unknown if pt has the defective product on hand for possible return to the manufacturer. No additional information provided. Reported to (B)(6) by: health professional.